Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a partial lead (only distal portion) was returned. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy. Electrical testing was normal.

Event description:
It was reported, that the patient presented to the hospital for a scheduled bypass surgery. During a device check post-surgery, it was noted, that the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was explanted and replaced, during an explant procedure. The patient was in stable condition throughout.